Manufacturer narrative:
Correction: section a1: updated from (B)(6). Section b1: product problem checked as it was omitted during the initial submission. Section b5: updated to include patient history. Section b7: updated to include patient history. Section d4 UDI: updated as it was omitted during the initial submission. The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: not applicable as the complaint cannot be replicated and there was there were non-conformites observed or identified. Investigation methods/results: the returned parts were inspected and evaluated visually and in comparison with the DHR. There was no defect or non-conformity observed. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the failure to osseointegration.

Event description:
The patient has a history of thyroid disease, migraines and gastric ulcers.

Manufacturer narrative:
The returned product was received and was physically inspected, and in comparison, the DHR was reviewed. No evidence was found indicate the fractured implact was defective as packaged. Based on the fracture location, it is likely the implant did not sit at bone level. The customer claims to have used a "clix" o-ball attachment with the hahn implant. There is no indication of what caused the customer to use a product that is not recommended by the hahn manual. The only cause for implant fracture at that location is through lateral and angular stresses acting on the exposed part of the implant. Implant was not explanted as other half was still integrated.

Event description:
The dentist reported the implant fractured after prosthetic restoration and resulted in implant failed.